Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the hv module was replaced. The device was recertified and returned to the customer. The hv module was returned to zoll medical us; the malfunction was duplicated and attributed to a faculty integrated circuit on the hv module. Analysis for reports of this has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no pt involvement in the reported malfunction.